Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were broken or removed on the bottom case and plunger assembly upon receipt. The top case was broken, and the right plunger case was cracked. An error code was found in the ehl (event history log). Power up process and force sensor calibration tests were performed. The customer reported issue was confirmed as the force sensor test was found at power up and was unable to be calibrated at high standard. The root cause of the reported problem is that the force sensor could not be calibrated at the high standard and was not operating optimally due to customer use. To resolve the issue, the force sensor was replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had a force sensor error. The issue was not resolved. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.